Manufacturer narrative:
(B)(4). The device has arrived from user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): under infusion: not infusing at correct rate on (B)(6) 2015. Vtbi set at 1000ml @ 15:00 and 125 ml/hr reportedly. At 07:00 there was approx. 100mls left in the bag. Took almost 8 hours longer to infuse than set.

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. No hints for a deviation of the delivery accuracy were found. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and was heavily contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to (B)(4) was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.